Event description:
A report was received that the patient experienced pain at the pocket site. The physician noted that he did not suspect any infection and proposed to move the ipg to another site. The patient underwent an ipg revision procedure and is doing well post-operatively.